Event description:
It was reported that the alarms are not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI and the device serial number is unknown. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: the device was returned for evaluation. Broken and missing leds (light-emitting diodes) were visually observed. Functional testing was performed, and the alarm was not working. The complaint was confirmed. The printed circuit board had to be replaced. The root cause of the issues observed and reported was customer damage. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.